Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device did not work in reverse. During in-house engineering evaluation, it was determined that the device had sticky triggers, the springs and guide sleeves were corroded, the coupling head was worn and the gears were corroded. The device also failed pre-test for check the trigger and ecu function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.